Event description:
It was reported that, "surgeon asked for medium 200mm grip plate which is supposed to include 2 cables. After opening the box and the sterile package, no cables were included. The box also says w/2 cables. The case went on and it was not an issue."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.